Event description:
It was reported that the pt had an ash split catheter inserted on 8/14/99. The sutures holding the catheter were removed 9/13/99. Two days after removal of the sutures the catheter fell out. There was no reported blood loss.